Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
On (B)(6) 2010, the return products lab (rpa) received a copy of the ep study t-shock induction report dated the day of the original implant of the defibrillator device, (B)(6) 2009. There were no questions on the report. Calls to the physician's office did not provide any additional information. The lead is still in use. There were no patient complications reported as a result of this event.